Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.